Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap assisted distal gastrectomy, the device was used for a triangular method. Surgeon tried to fire the device to close the incision site, but the device could not be fired. A different reload was opened to complete the procedure. After the surgery, they loaded the powered handle with the first reload and fired it as a trial, and it worked fine. Current status of the patient is with no problem. There was no tissue damage or bleeding. The product did not lock on tissue and was removed from the tissue without damaging it.

Manufacturer narrative:
(B)(4).